Event description:
A spiral scan CT with contrast was performed to determine if anything was wrong with the patient's catheter. Three milliliters of lioresal and csf were able to be withdrawn and three milliliters of contrast were inserted. It was difficult to follow where the contrast went because "of all the hardware in the patient's back," but they did not see any leaks either. The patient was noted to have experienced symptoms of withdrawal, had high levels of creatine phosphokinase, and was sweating. The patient was further noted to be pretty contracted, and did not look very comfortable with his "back arched." Five days later, the healthcare provider (hcp) reported that the event was ongoing without any resolution. It was further noted that the patient had been refilled on (B)(6) 2013 with lioresal at 759.1mcg/day. The withdrawal was noted to have started "around (B)(6) 2013." The patient's dosage was increased a few times, but "it did not help much". The patient was currently hospitalized and still having clonus and tremulousness. The hcp thought they recently increased the patient's dose again to try and keep him comfortable. There were no plans for surgical intervention at that time, and the patient was being monitored. No volume discrepancies were reported, but the hcp thought there was a small chance there was a micro leak "somewhere." It was noted that the patient was still getting pump therapy. Telemetry strips indicated a 5mcg increase to all boluses was made on (B)(6) 2013. Basal rate decreased from 5.1mcg/hr to 4mcg/hr. The patient's daily dose of 759.1mcg/day was increased by 30mcg/day. Additional information was requested but not available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2010, product type accessory. (B)(4).